Manufacturer narrative:
It was reported to abbott a patient was scheduled for a bilateral lead revision due to migration. Surgery took place where the physician removed and replaced both s1 drg leads, as well as adding bilateral t12 leads. The physician elected to remove the proclaim scs system that the patient had implanted. There were no complications. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed lead migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.